Event description:
The customer reported out of range normal control solution test results with test strips. On 2/9/97, the customer opened the first bottle from a box of fifty and performed two normal control solution tests. The results were 170 and 172 mg/dl. The customer called the co customer support line and, with the rep, performed two back to back normal control solution tests. The results were 161 and 160 mg/dl versus a normal control solution range of 99-149 mg/dl. The control solution, lot #vh266, expiration 8/98 was opened five days ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 87 versus a check strip range of 72-94. The desiccant is in the open bottle. The customer stores the test strips in the living room.